Event description:
Blood leak occurred in the first hour of the run, the patient did not encounter any symptoms when the machine alarmed.. Patient lost approximately 300ml of blood. Patient was able to complete their required treatment with a new machine set up. Medication given was esa, as part of the patient's prescribed medication regimen, not as a direct response to the event. Patient medical history not provided. Dialysis settings: 4 hour run, qb at 400, tmp=30 to 95, conventional hd, heparin at 1000u/1000u.